Manufacturer narrative:
(B)(4). D10: g7 osseoti multihole 58mm g. Item: 110010267. Lot: 67595060. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the g7 inserter fractured off into the 58 mh g7 cup, rendering the cup non-implantable. Another 58 mh cup with a replacement g7 inserter were used to complete the case. No harm or impact reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.